Event description:
The user stated that the tubing of the subcutaneous infusion set was cracked few millimeters from the luer lock connector that attaches the set to the infusion pump. User also stated that the crack had caused the set to leak.